Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a femoral component in situ during a surgery. No conclusive information can be obtained from the picture. Material analysis, dimensional and functional inspections were not performed as device remained implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient underwent a primary triathlon total knee arthroplasty since I was able to view the implant in place. However, I cannot definitely confirm the mode of failure. The photographs and measurements supplied are difficult to read and interpret. The inquiry contains an intraoperative photograph which indeed looks like a malrotation but the photograph could also be stressing the components internally and externally. The inquiry states that the tibial component is 2° externally rotated and the femoral component is 1.2° internally rotated but yet they report a mismatch of 13.4° with the tibia externally rotated. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of rotational mismatch between the femur and the tibia are almost always iatrogenic. With the information provided, I would not assign any causality to the patient or to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that poly insert was revised due to malrotation of the femoral and tibial components. A review of the provided medical records by a clinical consultant indicated that the clinician "cannot definitely confirm the mode of failure. [...] The inquiry contains an intraoperative photograph which indeed looks like a malrotation but the photograph could also be stressing the components internally and externally. The inquiry states that the tibial component is 2° externally rotated and the femoral component is 1.2° internally rotated but yet they report a mismatch of 13.4° with the tibia externally rotated. " the event could not be confirmed. Further information such as device identification, dated x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Poly revision case for instability of the poly. Wear on poly. Update 24/october/2025: per additional information received: left tka revised. Rotation mismatch apparent. Mild poly wear synovitis. Fractured posterior lip medial side. Asymmetric poly wear apparent. Tibial component rotation is 2° external to line between pcl insertion and medial 1/3 of tubercle. Femoral component rotated 1.2° internal to sea. Tibio-femoral mismatch of 13.4° with the tibial tray relatively externally rotated. Retrieval analysis can identify wear scars and shows malrotatioin a cause of failure.